Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer changed the infusion site and tubing and continued to receive occlusion alarms. Blood glucose ranged from 193-300 mg/dl. System check performed with tandem technical support was unable to identify a source of the blockage. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.